Manufacturer narrative:
The device was received in the not deployed state; the pink slide insert was not visible through the viewing window of the top housing. The drive mechanism was carefully inspected and no abnormalities were found that would contribute to the device not deploying. The download data shows that the device completed it's first priming sequence and was deactivated before it could start second prime and deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended.